Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was ins emergency room due to hyperglycemia on (B)(6) 2019 with blood glucose level of 650 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptoms related to high blood glucose. Customer reported they contacted their health care professional regarding the high blood glucose. Customer was not alleging insulin pump was under delivering. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.